Event description:
It was reported that during a breast biopsy procedure the system gave consistent error codes. The customer changed probes and was able to complete the case with no consequence to the pt.